Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient died approximately two years after the implant of a leadless implantable pulse generator (ipg) due to an unknown cause of death. Patient's family member were questioning if the ipg device contributed to patient's death. The most recent remote transmission three months prior did not indicate any performance issues.